Event description:
The report received indicated that a pt had a thrombotic event eight months after receiving a cypher stent in the proximal right coronary artery (rca). After predilatation with a 3.0x12mm unk balloon at 12 atms for 12 secs, the cypher stent was implanted at 16 atms for 30 secs in the proximal rca described as 3.0x10mm long, calcified with flexion and a type b2 classification. Post dilatation was conducted with a 3.0 x 12mm unk balloon at 16 atms for 30 secs. Residual stenosis was zero. Timi flow before the procedure was 2 and 3 after the procedure. At six-months follow up, coronary angiogram revealed an incomplete stent apposition (isa). But no treatment was done, as the pt was asymptomatic. However, at eight months after stent implantation, the pt presented with chest pain. Coronary angiogram revealed a thrombus in the cypher stent. Isa was also present. The thrombus was treated by balloon angioplasty and a 3.0x12mm driver stent was implanted in the cypher. An intra aortic balloon pump was inserted. According to the physician, the thrombotic event may have resulted because of the incomplete stent apposition and an under dosing of cilostazol. And the possible cause of the incomplete stent apposition resulted because the vessel enlarged in response to improved blood flow to the vessel.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Device codes 2203 represents incomplete stent apposition. Additional information will be submitted within thirty days upon receipt.